Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient experienced cardiac arrest and expired. Also listed as cause of death was severe sepsis. The episode prior to the patient's death were reviewed. Right atrial (ra) undersensing was noted, however was not linked to the patient's death.

Manufacturer narrative:
Additional information was obtained from the field representative that noted the patient's device was turned off per family request and the physician did not report any device involvement in the patient's sepsis. The product has been received for analysis. This report will be updated upon completion of analysis.